Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences as a result of the event? If yes, please describe. No patient consequences reported.

Event description:
It was reported that during a pph procedure, stapler didn¿t formed, blade cut the tissue and resulted in bleeding and surgeon completed procedure using suturing the area.

Manufacturer narrative:
(B)(4). Batch # p57u4z. Device evaluation: the analysis results found that the pph03 device arrived with the anvil bent. The breakaway washer uncut and indented and there were no staples present. Due the condition of the anvil no functional test could be performed. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.